Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic during follow-up with the device in backup vvi mode. A device restoration was performed successfully. The patient did not report any symptoms related to the pacemaker being in backup vvi mode. However, the patient had experienced multiple seizures prior to the event and was experiencing neurological symptoms and it is unknown if the patient's condition was attributed to pacemaker function.